Event description:
Guidant received information that the patient with this transvenous defibrillation lead expired. It was reported that in 2005, the r-waves measured 12-13 mv and had decreased to 3mv the following month. Other lead measurements were stable at that time. The patient had worsening congestive heart failure, was in end-stage renal failure, and had coronary artery disease. The patient also had a do not resuscitate order. Upon interrogation of the non-guidant device, it was observed that episodes of vt/vf were stored. Information provided by the hospital stated the device charged, then aborted the charge due to a high lead impedance and reported lead failure. No shocks were delivered. Guidant received additional information from the manufacturer that the device had delivered a shock into a shorted lead.